Manufacturer narrative:
D2a common device name: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects on the exterior of the sheath. Leak and aspiration performance testing of the returned sheath observed the device to failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath and identified as the primary cause of the allegation.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, the farawave was inserted into the faradrive, and air continues to be drawn when flushing. It was thought that air was being drawn from the hemostasis valve. The sheath was replaced, and the procedure was completed successfully without patient complications.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath (clear) - us was selected for use, the farawave was inserted into the faradrive, and air continues to be drawn when flushing. It was thought that air was being drawn from the hemostasis valve. The sheath was replaced and the procedure was completed successfully without patient complications.